Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has three implanted neurostimulators (ins) implanted. They reported problems with two of their rechargers (rtm). The patient cannot say which one is related to which issue. One of the rechargers gets very hot during the recharge procedure. It's the cable directly behind the antenna that gets very hot. The other recharger has an issue with finding the ins. When that antenna was connected to the patient controller, the system does not find the ins. Two replacement rechargers were requested. The patient was notified that they should call back if replacement of their product does not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), d10: unknown which of the patients two rechargers was heating. It is either [(B)(6)]. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.